Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support (cts), it was confirmed that the device still turns on when plugged into a power source. The customer's blood glucose (bg) level was impacted (270 mg/dl) the customer took a manual injection to stabilize bg level. In addition, during the call with cts the customer reported to have experienced a bg level of (60 mg/dl) the customer consumed food to stabilize bg level. Reportedly, the customer had over correct for high bg. It was indicated that the customer would use manual injections as alternate insulin therapy.